Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had possible early batter depletion as the device lasted only two years. The device was explanted and replaced. Additionally, it was reported that the right ventricular (rv) lead had chronic high thresholds. The lead was replaced. No patient complications have been reported as a result of this event.